Manufacturer narrative:
Date of event: unknown. Common device name: additional product code: hrs. Implant date: approximately eleven months from explant date of (B)(6), 2014. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a hardware removal and revision of a construct due to nonunion of left ulna shaft. The hardware was removed; the nonunion was grafted with bone morphogenic protein, and a plate and screw fixation was performed to revise the construct. The procedure was completed successfully without any reported patient harm. The original implant date was reported as approximately eleven months from explant date of (B)(6), 2014. This is report 2 of 5 for (B)(4).